Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that a mechanical breath related issue occurred. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse) and no malfunctions were found. Excessive moisture was found in the bacterial filter connected to the expiratory side on the patient¿s circuit and in the expiratory cassette. Once the bacterial filter was removed and the expiratory cassette replaced, the ventilator worked properly and was cleared for clinical use. The bacterial filter used was from another brand. No parts were returned. The evaluation of the provided ventilator logs show that the ventilator alarmed for high airway pressure, high continuous airway pressure and low expiratory minute volume. The alarms are an indication of an increased expiratory resistance in the patient¿s breathing system, where one possible cause can be an occluded expiratory bacterial filter. Nebulization has been used on several occasions during the ventilation. Increased airway pressure can be a result from a clogged expiratory bacterial filter during nebulization. As stated in the user¿s manual, the airway pressure should be monitored during nebulization. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. Successful pre-use checks were performed prior and after the event. The conclusion is that the described error was caused by the excessive moisture that was found in the expiratory bacterial filter in use together with nebulization and not a ventilator malfunction. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #:(B)(4).